Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience alpine stents are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2018, following pre-dilatation, two 3.0x23mm xience alpine stents (lots 8101941 and 8070541) were implanted in the 3rd obtuse marginal (om) coronary artery, severely calcified lesion. Regarding the second implanted 3.0x23mm xience alpine (lot 8070541), per angiography, the post stent appearance was acceptable, however per oct imaging it was not. A stent's proximal half was expanded less than 90%. Post dilatation was performed using the maximum size balloon without resolve. A 3.0x18mm xience alpine was also implanted in the 3rd om when a proximal dissection occurred. The patient experienced transient st elevation and oct was unable to be further performed due to the dissection. Another stent was implanted as treatment for the st elevation and dissection. The procedure then focused on the second target lesion. Pre-dilatation was performed at the mid circumflex (cx) coronary artery, heavily calcified lesion and a 3.5x23mm xience alpine stent was implanted. Per oct results, the proximal half and distal half of this stent was expanded less than 90%. Post dilatation was performed using the maximum size balloon without resolve. No other treatment was performed. The patient was discharged from the hospital on (B)(6) 2018. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of intimal dissection is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as known patient effects. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the therapy appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.